Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states the sensor failed before its 6 days was up, and the inserted the last sensor they had and it broke. The customer's blood glucose level at the time of incident was unknown. The customer states they had received calibration and change sensor errors. The customer was advised the sensors would be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed the test. Unable to confirm the insertion anomaly due to the insertion needle was not returned.